Event description:
Failed export report patient transmission in remote monitoring patient. Patient has an internal loop recorder (ilr) and is enrolled and connected through medtronic carelink site appropriately. Patient manually transmitted a symptom transmission on [redacted] which is viewable on the carelink site, but the data failed to export to the data aggregator site automatically as designed for the provider to see. For this patient's specific episode, the [redacted] back up manual process cannot be executed. This continues to cause a delay in care for this patient and a risk to patient safety. Manufacturer response for remote patient monitoring platform for internal cardiac device, carelink (per site reporter).